Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in a car accident and the infusion set was pulled out. Paramedics were called and customer's blood glucose (bg) level was "high" and had moderate ketones. Customer did not provide a bg value. Customer was treated through intravenous insulin. The reported issue was due to the infusion set being pulled out. Multiple attempts were made to follow up with the customer to obtain the infusion set information; however, no response was received.